Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damaged occurred. The 90% stenosed target lesion was located in a severely tortuous and mildly calcified distal left circumflex (lcx) artery. A 3.00 x 28 synergy drug-eluting stent was advanced to treat the lesion. However, upon delivering the device, proximal edge of the stent lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the first distal strut lifted. The stent od (outer diameter) of the undamaged proximal section was measured and is within maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. The type of damage evident is consistent with resistance being encountered during advancement through a tortuous lesion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damaged occurred. The 90% stenosed target lesion was located in a severely tortuous and mildly calcified distal left circumflex (lcx) artery. A 3.00 x 28 synergy drug-eluting stent was advanced to treat the lesion. However, upon delivering the device, proximal edge of the stent lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.